Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise. During extraction the doctor noticed a break in the insulation that could be the cause for the noise. Additional information indicates that the source of noise was not determined. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The terminal segment of the lead was returned. Setscrew mark was noted on terminal pin at correct location and no insulation damage was found. The lead passed continuity test. Laboratory analysis confirmed the reported allegation.